Event description:
It was observed that during the device evaluation, the disposable biopsy forceps exhibited foreign material (fragments) that fell into the stomach when operating the biopsy forceps in the stomach. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely the following led to the malfunction: the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.